Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 157mg/dl. Multiple, infusion set site, infusion set tubing and cartridge changes were performed and the occlusion alarms continued. The customer reverted to insulin pens for insulin therapy.